Event description:
First report of 4 from the same facility of a hermetic evd drain special no white clamp no one way valve, seamless systems; leaking csf. Drain was in patient for one day when it started to leak above the stopcock.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.